Manufacturer narrative:
E1: initial reporter phone (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device stopped working and screen turning on and off. There was no reported patient involvement.

Manufacturer narrative:
One device was received. During the visual evaluation the device was found in good condition. The event log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported complaint was unable to be confirmed as the device was working correctly and passed all functional testing. A root cause was unable to be determined.